Event description:
The reporter stated an infusion "continued past the anticipated stopping point". The reporter stated, there was no adverse effect on the pt and no add'l medical intervention was taken.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.